Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the drive shaft was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and usage over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the inside parts of the compact speed reducer were jammed, which caused the device not to function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.